Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio observed that a pin inside the quik-combo therapy cable was broken off, which caused the device to show the "connect cable" message.  Physio-control performed a clinical assessment of the event and determined that the device use may have contributed to the patient's outcome because defibrillation was needed but provision of defibrillation delayed greater than 30 seconds.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The customer received a replacement quik-combo therapy cable.

Event description:
The customer contacted physio-control to report that during a cardiac arrest, the device display "connect cable" on the display when attempting to deliver defibrillation energy.  The customer indicated that upon arrival to the patient, CPR was in progress.  The customer then connected their device to the patient and immediately received a "connect cable" message on the display.  As a result of the reported message, the customer was unable to deliver defibrillation energy to the patient.   A backup device was then obtained, with an approximate four minute delay. The backup device was used to continue providing care to the patient. The patient, approximately (B)(6) years old, did not survive the event. Physio contacted the customer in order to obtain additional details about the patient and the event; however, no further information was available.